Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the pt has been diagnosed with auditory neuropathy and has a history of periodic inconsistent responses to sound with the cochlear implant system. During testing done at the clinic in 2007, impedance measurements could not be obtained. The pt was able to hear and showed no deterioration in auditory performance. Integrity tests done at about 3 weeks later, and 6 weeks after showed normal results on all subtests except telemetry testing. No responses were obtained on the telemetry subtests. The integrity test results were reviewed by cochlear staff about 3 weeks later, and it was determined that a malfunction of the receiver/stimulator was likely. Explanation/reimplantation surgery was scheduled. It was requested that the device be returned for analysis.